Event description:
A (B)(6) female patient underwent CT guided insertion of drainage catheter on (B)(6) 2009. A barium enema completed on (B)(6) 2009 revealed a retained portion of the drainage catheter. Patient outcome was not provided by reporter.

Manufacturer narrative:
Expiration date unknown as lot is unknown. (B)(4). Unfortunately, the complaint device was not returned and a lot number was not provided, thus limiting our analysis capabilities. However, we can advise that per specification, this device is inspected to ensure the integrity of the device, prior to further processing. In addition, this product is provided with an IFU that instructs that patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. We will continue to monitor for similar complaints.